Event description:
The customer received a questionable (B)(6) result on their c501 analyzer. The patient's initial phos result was 16.6 mg/dl and it was reported outside the laboratory. The customer analyzed a second sample and the result was 4.91 mg/dl. The customer questioned the difference between the results and repeated the first sample on another c501 analyzer, serial number (B)(4). The repeat result was 5.16 mg/dl. The customer considered the 4.91 mg/dl result to be correct. There were no adverse events. The phos reagent lot number was 64743801 and the expiration date was 10/31/2012. The field service representative was unable to determine the cause of the event. He checked the instrument's operation and ran a precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined with the information provided. It was noted that there was very heterogeneous quality control data for both of the measured controls, indicating the qc process in the lab is not in control. According to the information provided for investigation, a pre-analytical issue is assumed. No adverse events were reported.